Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the final bag drained and then refilled with air during peritoneal dialysis (pd) treatment. This event occurred during cycle two of pd therapy. The patient was connected for therapy at the time of this event. There was no patient injury or medical intervention associated with this event. No additional information is available.